Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.

Event description:
It was reported that during implant procedure this right atrial (ra) lead was an attempt due to lead body damaged. The physician mentioned the lead would not performed and the stylet could not be inserted. A new ra lead was successfully implanted. No additional adverse patient effects were reported.